Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation.the customer's report was observed during initial testing. The device emitted a single beep every three seconds when a power source was connected. This behavior indicated that the mcu was not loaded on the device. After loading the latest mcu on the device, the device powered on as expected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.